Event description:
It was reported that the 9900 system would not retrieve images from pacs. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The pacs setting were reset during the service call. The system was tested and found to be working as intended and put back into service.